Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (baker grade unknown) and rupture.

Event description:
Patient reported rupture, capsular contracture (baker grade unknown), "extremely painful", and "requiring for these to be tested for lymphoma". The device remains implanted. This record is for the right side.